Event description:
A baxter vial-mate adapter was used to connect a baxter 0.9% nacl 250 ml bag to a teflaro 600 mg vial. The connection was made in pharmacy and the product provided to the nursing unit. The nurse activated the adapter and reconstituted the drug. Upon inspection, a small piece of plastic was noted inside the vial - assumption is coring occurred during activation.